Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported loss of telemetry.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with an escape rate in the low 30 beats per minute range. It was reported that the pacemaker was not producing capture. Difficulty was experienced interrogating the device. Once interrogated it was noted the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was unable to be reprogrammed and during the session all telemetry was lost with no ability to reconnect. An invasive procedure was performed. This device was explanted and replaced. No additional adverse patient effects were reported.